Event description:
The customer reported that running an hiv-1 p24 antigen assay, summit sample handler did not pipetted bubbles into well position b1. No error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.